Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a bend was found on the balloon catheter after entering the body. The balloon catheter was deflated and re-inflated with resolve. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 88200, was returned and analyzed. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issue. Smart chip verification showed that the catheter was used for 5 injections. The performance test did not show any system notice. Dissection showed the guide wire lumen kinked on 1.0585 inches from the tip of the catheter. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.